Event description:
It was reported that charging cord was loose when connected to pump. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up, no additional assistance was provided, and no further information was received regarding actions taken or event outcome.

Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.